Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterolateral spinal fusion at l3-l5 using bmp2 on (B)(6) 2007. On unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following procedures: 1. Posterolateral spinal fusion, l3-5. 2. Pedicle screw instrumentation, l3-5. 3. Right iliac crest bone graft. Preoperative diagnoses: spinal stenosis and degenerative disk disease, l3 to l5. As per op-notes: the transverse processes of l3, l4 and l5 were decorticated the bilaterally. Two large rhbmp-2/acs kits were prepared according to manufacture's instruction, reconstituted with bmp and set for greater than 15 minutes. They were filled with iliac crest autograft and sewn onto themselves. Iliac crest rhbmp-2/acs composite was packed over the decorticated posterolateral elements in order to complete posterolateral arthrodesis from l3 to l5.